Event description:
It was reported that the pacemaker recorded episodes of ventricular tachycardia (vt) that resulted in what appeared to be several seconds of pacing inhibition. The patient's ventricular escape rhythm was less than 30 beats per minute. The episodes were caused by sensing of external noise. The patient was involved in home improvement projects and had used a low energy sander at the time of the recorded vt. The noise was not reproducible and no patient symptoms were reported. The pacemaker remains in service.